Event description:
Procedure type: rectum resection. According to the reporter: after firing the device, the instrument was released and opened. The tissue specimen was complete but there were open staples noted in the abdomen. A resection and a new anastomosis was performed.

Manufacturer narrative:
Initial report sent: 04/16/2009.